Event description:
While using proper technique, visualizing the pt's airway seizure, near respiratory arrest), the plastic laryngoscope blade (mac #4) broke at the connection point and separated from the metal handle. Blade and broken piece attached.